Event description:
Medics were treating a pt (age and gender unknown) during a code situation. The medics charged the unit (joule setting unknown) and the unit lost power. The pt expired while medics were obtaining another battery for the unit.